Event description:
Related manufacturer reference number: 2017865-2021-36495. Related manufacturer reference number: 2017865-2021-36579. It was reported that the patient presented to the emergency room due to inappropriate shock delivered by the right ventricular lead. The patient also experienced a syncopal episode whilst in hospital. Interrogation of the implantable cardioverter defibrillator (ICD) revealed that it was in backup operation. Also noted was right atrial lead noise. The device and both the atrial and ventricular leads were explanted. The patient was stable.

Manufacturer narrative:
The reported event was for inappropriate shock therapy. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.